Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 587 mg/dl. The customer addressed the elevated bg with a manual injection. Customer alleged the pump was not delivering bolus as requested. Tandem technical support reviewed the pump history and confirmed boluses are being delivered as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.